Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0 x 100mm, 80cm ranger drug coated balloon was selected for use. During the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured vertically at the middle. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.